Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed inadequate bond of the posterior valve to the patch. Update/corrections to the following sections: b4, b5, d4, d10, g7, h2, h3, h6, and h10.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Auto immune illness was reported as the reason for explantation.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Patient noticed that left implant was smaller. Doctor confirmed deflation on (B)(6) 2019.

Event description:
Alleged implant deflation.